Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 1 malfunction events. It was reported that an unspecified number of clearlink y-type blood/solution sets had leaked from the tubing near the connection during infusion. This involved an unspecified number of patients with no patient consequences. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. The provided photo did not show a separation between components. The reported event could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.